Event description:
Reportsfalse positive results for flu b confirmed with pcr. No other information provided. Unknown if patients were symptomatic or asymptomatic. No apparent adverse event.

Manufacturer narrative:
Investigation conclusion: the complaint history on the reported lot was reviewed and no trends were identified. Upon further review of the information provided in the case details, a root cause could not be determined. This issue will be continuously monitored through incoming complaints. Root cause: unable to determine. Source: phone.